Event description:
It was reported that the patient was having an increase in seizures. The physician thought that the settings may have been accidentally decreased during the last visit as the patient was supposed to be at 2.25ma, but was at 1.75 ma. The patient's caregivers noted that the increased seizures seemed to start after the last visit. The settings were increased back to 2.25ma for normal and 2.5 ma for magnet. At a follow up appointment, it was reported that the patient had approximately five seizures since the last visit whereas the patient was previously having a seizure just about every day. No additional relevant information has been received to date.

Event description:
Information was received that the physician thought that the patient's settings were decreased in error. The patient's seizures were also reported to be below the pre-vns baseline.